Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that their recharger stopped working and wouldn't take a charge. Patient said the green light was flashing/scrolling and recharger won't charge. Patient mentioned they cleaned the contacts on both the recharging antenna and the controller. Patient did not have equipment with them at the time of the call. Patient will call back with equipment for further troubleshooting. Patient called back on (B)(6) 2025. The patient stated that the recharger would not charge, and they were seeing a scrolling green light on the battery indicator. Patient confirmed seeing a green light on the recharger dock, and stated that they had tried changing cords, and cleaned the contact pins of both recharger and dock. Agent had the patient reset the recharger on and off the dock multiple times, but the patient keep on seeing the scrolling green light while on the dock and unresponsive off the dock. The troubleshooting steps taken during the call did not resolve the issue and agent requested a replacement recharger through repair.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6). Product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (wr)(s/n: (B)(6)) revealed that the patient's complaint was confirmed. The device led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.